Manufacturer narrative:
The lead has been returned. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual observation confirmed the lead was returned with the helix mechanism missing. The distal end of the returned segment showed evidence of extremely stretched conductor coils, which appeared to be from extracting damage. Set screw marks were noted on the terminal pin and ring assembly. Cuts in the insulation were observed which corresponds to the cuts in the suture sleeve indicating the tie down on the lead body. Additional insulation damage was observed and a conductor coil fracture was also found. The lead did not pass resistance testing due to the fracture. Analysis concluded that based on the location and type of damage, the fracture was likely due to the clavicle first rip crush.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to no capture at 6.5v. There were no additional adverse patient effects reported.